Manufacturer narrative:
B5 describe event or problem updated h6 patient codes updated.

Event description:
It was reported that a patient death occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). On an unknown date post index procedure, the patient presented to the emergency department with pneumonia. The patient experienced a bleed which required hospital admission and the placement of a chest tube. In (B)(6) 2023, the patient died of unknown causes. It was further reported one (1) day post index procedure the patient experienced a pericardial effusion.

Event description:
It was reported that a patient death occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). On an unknown date post index procedure, the patient presented to the emergency department with pneumonia. The patient experienced a bleed which required hospital admission and the placement of a chest tube. In (B)(6) 2023, the patient died of unknown causes.